Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable is intermittently charging the pump. The customer has to maneuver the cable in order to complete a successful charge. There was no reported impact to the customers blood glucose level. A replacement usb cable was sent to the customer.